Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Symptoms have been solved and patient is very satisfied with the results.

Manufacturer narrative:
(B)(4). Concomitant therapies: juvederm® hydrate¿. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with 2 ml juvederm® voluma¿ with lidocaine in the malar, glabellar, cheeks and mesolabial and 1 ml juvederm® hydrate¿ in "all the face." Frown and mento also mentioned as injection sites. Pre-treatment included simple lidocaine topical anesthetic and cleaning with rose water in the area to be treated. Post treatment included ice. One month later, procedure control, massage between the eyebrows and chin, ipl recommended. The following week, patient experience an adverse event in the malar, chin and cheek areas. Inflammation, edema, erythema and pain developed. Clavulin® 500 mg, orally, during 7 days, was prescribed on that day. 2 days later, patient was reviewed and bactroban® and prolectus® were prescribed. 3 days later, patient presented with erythema, blushing and hardening in the glabellar area. Cleaning and disinfection of the area and puncture with drainage of purulent material performed. Clavulin 300 mg was again prescribed each 12 hours, for 10 days. Patient left for a trip and returned 15 days later. Follow up was completed by phone. The following month, patient presented with left malar abscess, drainage performed. There is an exit of encapsulated semi gelatinous material, and a sample was taken for pathological study. Culture of material reported ¿ulcerated foreign body type granulomatous reaction¿. Physician is not sure that the patient has not applied any other filler material in the past, although the patient denies it, the appearance of patient´s face gives the impression of having a permanent filling material in this site. Symptoms have not been solved yet.